Event description:
During preparation for use of the device for cardiopulmonary bypass, the pump console displayed a message indicating that the status of the backup batteries could not be assured. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not begun. Device was repaired and returned.